Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to perform a baseline ECG) has been confirmed. Upon receipt the belt failed the ECG fall-off test. The cause of the failure was isolated to a broken bus bar wire (j7) connecting the ECG d dome to the pca. The root cause of the damaged wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to perform a baseline ECG.